Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-15816. It was reported that the patient presented for a lead revision. Prior to procedure, during an in-clinic follow-up, the right ventricular lead exhibited noise. The physician was unable to recreate the noise found in electrocardiograms and suspected a header malfunction. During the procedure, liquid in the header was noted, which was determined to possibly have caused or contributed to the noise noted in clinic. The device was explanted and the lead was capped; both were replaced. The patient was in stable condition.